Event description:
Rn reported that a pt in treatment with an althin-baxter system 1000 device felt cramping and pressure in chest. Cardiac episode was suspected. 50cc dextrose was administered and a blood sample was taken. Pt was removed from treatment and taken to ICU. Blood sample results indicated hemolysis. Pt was diagnosed with pancreatitis and was hospitalized from 01/12/01 through 01/31/01.